Event description:
A lumbar fusion of two vertebrae (l5-s1) was planned to be performed with the aid of the brainlab spine navigation system. According to the hospital, during the procedure the surgeon successfully registered the patient anatomy, resulting in a statistically good match. Verified the navigation accuracy accordingly. Placed 4 screws into the spinal vertebrae. Performed a c-arm scan to control the placement of the screws. Detected that 3 screws were not placed as intended. Removed and replaced the incorrectly placed screws without the aid of navigation. The hospital did not report any remaining negative clinical effects for this specific patient to brainlab.

Manufacturer narrative:
Despite at this point of time further information regarding the clinical outcome or any long-term effects for this specific patient is not available to brainlab, risk to the patient's health could not be excluded for these specific circumstances. A comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Due to a multiple-week absence of the responsible hospital personnel, brainlab is still in progress to follow up with this specific hospital in order to receive all relevant information to perform a comprehensive investigation. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.